Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose 24 mg/dl at the time of incident and current blood glucose was 200 mg/dl. Customer did not troubleshoot their low blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alert noted during testing. Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device received with cracked retainer.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, customer reported that he was on manual mode and not using bolus wizard. Customer wanted to get bolus wizard set up because he was having lows and emergency medical technician had to be called for a low blood glucose of 24 mg/dl on (B)(6) 2018 due to his guessing the amount of insulin to give himself. Customer declined to troubleshoot for low blood glucose.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.